Manufacturer narrative:
Per the user facility report, the event resulted in a procedure delay. The device subject of this event has not been returned to steris endoscopy for evaluation and therefore the root cause of the reported event cannot be determined at this time. The device history record (lot 1812517, manufactured august 2018, 250 units) was reviewed and confirmed the device was manufactured to specification. There have been no other complaints associated with this lot. The instructions for use include the following statements: "the following conditions may cause the device to function improperly: advancing the handle to the open position with too much speed or force. Attempting to pass or open the device in an extremely articulated endoscope. Actuating the device in an extremely coiled position. Actuating the device when the handle is at an acute angle in relation to the sheath. Confirm that the device continues to open and close smoothly prior to reinsertion into the patient (if removing additional objects is required)." Steris endoscopy has requested that the distributor offer in-service training to the user facility. No further issues have been reported.

Event description:
A user facility reported through the distributor in (B)(6) that, after several passes in a foreign body retrieval procedure, a roth net device became difficult to close. No harm to the patient or user was reported.